Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. However, the delivery system became kinked and was unable to advance into the access system. A new delivery system was used and the closure device was deployed, but the closure device did not have good position and the compression was not good. Therefore, it was fully recaptured and removed. The procedure was completed with another closure device. It was then noticed that the access system was kinked in the proximal part outside the patient. There were no patient complications and the patient¿s condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 24mm watchman ® laa closure device & delivery system was deployed, but was fully recaptured because it was too proximal. The delivery system was removed from the patient and the physician double checked it outside the patient. The physician decided to use the same delivery system again, but during the introduction into the access system, the delivery system kinked in the distal end. As they were prepping a 2nd delivery system, the physician observed that the access system was kinked in the proximal part outside the patient. The physician straightened the access system out and inserted the 2nd delivery system. The closure device was successfully implanted to complete the procedure.